Event description:
It was reported that the lead impedance was out of range and was not performing as expected. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition.

Event description:
New information indicates the lead also exhibited loss of sensing and capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.